Event description:
It was reported that insulin gauge displayed an amount different than expected. There was no reported impact to the customer¿s blood glucose level. Customer worked with technical support to reload cartridge and receive education on how fill estimates work, insulin temperature, and proper filling techniques, and then agreed to monitor pump and call back if issues persisted.